Manufacturer narrative:
(B)(4). B5: describe event of problem - correction to remove the following statement as this was documented in error "it was indicated that the patient used the cgm while pregnant, which is off-label usage of the device." H6: conclusion code - correction to remove code 24 from the initial MDR.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no low alert was received. The patient could not recall if she received an alert from her continuous glucose monitor (cgm) when she experienced an unwitnessed hypoglycemic event. The patient had fallen and was found by her husband who tried to provide carbohydrates orally. Because the patient was semi-conscious, vomiting and unable to ingest anything, she was taken to the hospital where she was evaluated, had a computer tomography scan (CT scan) and diagnosed with a skull fracture, cerebral hemorrhage, bruising, and memory loss. The patient was treated with glucose, other unspecified medications, and because she was eight-months pregnant, an emergency cesarean section was performed. The patient was hospitalized for eight days. The cgm and blood glucose values, sensor insertion site and date were not provided. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. At the time of report, the patient was experiencing vertigo due to their head injury. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found and the product performed within specification. No additional patient or event information is available.